Event description:
Pt sustained a full thickness burn to her right buttock during a spinal surgery. Investigation determined that the covidien cautery device, not in use (stored in pouch only, attached to drape), was leaned on by surgeon during surgery and ignited the drape. Flames extinguished immediately and no other injuries sustained.